Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a hub of bd blunt fill needle was cracked before use.

Manufacturer narrative:
Investigation summary: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. Nor samples neither pictures were sent by the customer not being possible performing an investigation and determine the root cause for the incident.

Event description:
It was reported that a hub of bd¿ blunt fill needle was cracked before use.